Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision - right hip. Update - added type of replacement, amended surgery date, added cup and date and querying "reason for revision". Asr hip resurfacing, reason(s) for revision: unknown, update 8 sept 2014 - update claimsuite received. Updated reason(s) for revision: femoral neck fracture on resurfacing (beyond 3 months of post op). Surgeon confirmation form received 23rd october 2014. Additional hospital: (B)(6) added. Additional reasons for revision added. Expiry dates added. Reason(s) for revision: femoral neck fracture on resurfacing (beyond 3 months of post op), metallosis, pseudotumour, metallic debris.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
(B)(4). Asr revision - right hip. Update - added type of replacement, amended surgery date, added cup and date and querying "reason for revision". Asr hip resurfacing. Reason(s) for revision: unknown. Update 8 sept 2014 - update claimsuite received. Updated reason(s) for revision: femoral neck fracture on resurfacing (beyond 3 months of post op).

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.